Manufacturer narrative:
Patient information was not provided by the customer. The customer was experiencing the same issue with the instrument as previously reported. In addition to the protocol being corrupt and corrected as documented in a previous report, the application specialist also identified that the coulter q-prep (p/n 6603739, s/n (B)(4) was not correctly lysing the sample previous to running it on the fc 500 flow cytometer. The application specialist had the customer perform the lysing manually to resolve the reported issue. Related event: bec internal identifier - (B)(4) MDR report 1061932-2021-00099. Bec internal identifier for this event: (B)(4).

Event description:
The customer reported that the tetra cxp algorithm does not work as expected and the lymphocyte gate in cd45/ssc plot cannot be set on their fc 500 flow cytometer. Erroneous results were generated but not reported outside of the lab. There was no death, injury or change to patient treatment. The samples were sent to another laboratory for processing.